Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation reported as deflation. Device evaluation: visual analysis of the returned device identified: crease fold and wear abrasion. Leak test was performed, and no leakage was found. A microscopic analysis was performed which identify no openings observed in the device, the fill test inspection was performed, the result is no blockage.

Event description:
Healthcare provider reported capsular contracture baker grade ii.